Event description:
Procedure type: vats. According to the reporter: the case was routine. An air leak test was performed intra-operatively. Pt presented with an air leak post operatively resulting in an extended length of stay of six add'l days. Total length of stay was nine days. The air leak resolved on its own. No re-operation required. The leak was small, similar to a pin point in or around the staple line. Pt status: pt has been seen in clinic post operatively and no further complications were noted.

Manufacturer narrative:
(B)(4).